Event description:
Bottom part of brushhead broke apart in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b vitality series toothbrush, the bottom part of an oral-b dual clean brushhead broke off. It was about 3 weeks old and had not been dropped. A scratch test was completed by the consumer; the oral-b logo did not come off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.